Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose value was unknown. Customer stated that the pump error alarm was reoccurring. The product will return for the analysis.

Manufacturer narrative:
Device received with software error bad pointer, impossible default case, parameter out of range, etc. Alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to software error bad pointer, impossible default case, parameter out of range, etc. Alarm.